Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, a sales representative reported via phone that an ar-2600fsb-1 fibertak® speedbridge¿ implant systems sutures began to fray. This occurred during a rotator cuff repair on (B)(6) 2025 when the suture on the fibertak anchor was passed through the rotator cuff. The surgeon began to tension and when the tension was placed on the sutures, they began to fray. The device was still used in this procedure, and the anchor was secured. There was no major delay during this event, and no harm to the patient. Additional information was provided on 10/10/2025 where it was reported that an ar-3650ds was used to prepare the bone socket for insertion of the implant. The surgeon used the drill guide to get his location on the articular margin and drilled with the 2.6 drill bit. The patient had good bone quality and all three 2.6 fibertak anchors were inserted correctly and set well against the cortical bone. It appeared that suture fragments entered the patient. However, the surgeon used a shaver and grasper to retrieve, and it appears that the frayed sutures were removed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection and analysis of the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.